Event description:
Received information stating patient had experienced high blood sugars.

Manufacturer narrative:
Slim user guide indicates, pump is to be used with individuals 12 years of age and greater, patient is (B)(6) years old.